Event description:
It was reported that during a follow-up, it was noted that the electrical parameters had changed since implant. Decreased sensing and no capture were observed. Although no dislodgement was noted via fluoroscopy, the physician elected to reposition the lead. All electrical parameters were normal. The patient's condition was good at the end of the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.